Event description:
It was reported that at device change-out, insulation damage with suspected externalized conductors was observed via fluoroscopy. The high pacing impedance increased suddenly. The physician capped the lead. However. Further investigation of fluoro images did not confirm externalized conductors.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.